Event description:
It was reported that during a gastric procedure, the instrument cut, but did not staple. The same instrument was reloaded and worked as expected. There was no patient consequences.

Manufacturer narrative:
Device was not returned for evaluation.